Event description:
It was reported that during photoselective vaporization of the prostate, forward firing was observed after 300392 joules and 41.50 minutes of use. The procedure was completed with a second fiber. There were no patient complications related to this event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported forward firing is not confirmed as visual examination did not identify any defects that can lead to forward firing. Additionally, glue failure was observed. It is probable that the identified debris adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to the glue failure. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glue failure. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The reported forward firing was not identified through analysis and the reported event indicated that the procedure was completed without patient complications. There is no information that the identified glue failure could cause or contribute to patient harm if it were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified severe devitrification at the output window. The metal cap exhibits moderate charred debris adhesion on its surface, indicative of tissue contact. The fiber rotated independently of the metal cap, indicating glue failure. The fiber was tested with a helium neon (hene) laser fixture, and there were no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and are secured. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during photoselective vaporization of the prostate, forward firing was observed after 300392 joules and 41.50 minutes of use. The procedure was completed with a second fiber. There were no patient complications related to this event.